Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the battery oscillator device was not functioning and defective. It was further determined that the device was without function. It was further determined that the device failed pretest for functional test and check saw blade coupling. It was noted in the service order that the did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: d9: incorrect date device returned to manufacturer: the return receipt date was incorrect in the initial report. The device returned to manufacturer date has been updated from 2/05/2018 to 1/16/2018.